Manufacturer narrative:
The country of origin is (B)(6). Occupation is lay user/patient. The customer¿s test strip (1) was returned for investigation. The test strip was not sent in a test strip vial so the test strip was discolored and unable to be tested. The discoloration of the test strip reaction field indicates that the test strips were exposed to external (outside of the container) influences, e.g. Light or humidity. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:00 a.m. The laboratory result was 2.55 inr. At 11:10 a.m. The meter result was 4.3 inr and at 11:15 a.m. The meter result was 3.5 inr. The patient's therapeutic range is 2.0-3.5 inr and tests once a week. The patient is fine.